Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify unexpected restart alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had pump error and unexpected restart error. The customer¿s blood glucose level was 13.4 mmol/l. The customer reported that they had unexpected restart alarm and can't use buttons to clear alarm. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.